Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. Customer reported high blood glucose and took manual injection. The customer stated insulin pump does not always respond properly which had keypad issue for down arrow. Customer stated drive support cap was sticking out. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.